Manufacturer narrative:
Service was dispatched due to the customer reporting discrepant alinity c ict results on the alinity c processing module, serial number (B)(6). The 1ml syringe was reseated / aligned and resolved the issue. Return testing was not completed as returns were not available. A review of the alinity c processing module, serial number (B)(6) service history, no additional issues of discrepant ict results reported on the (B)(6) with regards to the 1ml syringe was identified. A review of tracking and trending did not identify any related trends for (B)(6) or 1ml syringe regarding the current issue. A review of the device history record did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6) and the 1ml syringe.

Event description:
The customer reported falsely depressed potassium and chloride results for one patient that were generated on the alinity c processing module. The results were reported, and the outpatient was contacted by the physician to go to the emergency room. The patient was retested, and the results generated at the emergency room were normal and the patient was sent home. The following data was provided: patient #1: initial results: potassium = 2.2 mmol/l. Chloride = 62 mmol/l. Repeat results on a different instrument x2: potassium = 3.9 and 3.8 mmol/l. Chloride = 106 and 106 mmol/l. Customer¿s normal ranges: potassium: 3.5-5.1 mmol/l. Chloride: 98-107 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely depressed potassium and chloride results for one patient that were generated on the alinity c processing module. The results were reported, and the outpatient was contacted by the physician to go to the emergency room. The patient was retested, and the results generated at the emergency room were normal and the patient was sent home. The following data was provided: patient #1: initial results: potassium = 2.2 mmol/l. Chloride = 62 mmol/l. Repeat results on a different instrument x2: potassium = 3.9 and 3.8 mmol/l. Chloride = 106 and 106 mmol/l. Customer¿s normal ranges: potassium: 3.5-5.1 mmol/l. Chloride: 98-107 mmol/l. There was no impact to patient management reported.